Event description:
The customer reported that the none of the controls on the table are working.

Manufacturer narrative:
The ge service rep verified the customer problem and found the table was not responding to the hand control or console. He replaced the motion control cpu and tested unit. The table is now working as intended.